Event description:
It was reported that the patient expired on (B)(6) 2012. During interrogation, the device was in vvi mode with no defib. Capabilities. The nurse stated that the patient was in vt then no pulse and expired. The cause of death is unknown and no further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found the device in hardware reset mode as received and was due to low battery voltage. The device's power consumption and bench tests were found to be normal. No anomaly was found. It is believed patient was in vt storm. Device diagnostics confirmed 255 charges. The device treated the arrhythmia by delivering repeated hv shocks. The battery depletion was normal.